Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The device was returned to olympus for evaluation and the customer's allegation was confirmed. Based on the results of the investigation, it was determined that no image was displayed due to the defective scope socket. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 4 years since the subject device was manufactured. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned and evaluated. Device evaluation found no image due to a defective printed circuit board. The investigation is ongoing, and a definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
The olympus representative reported (on behalf of the customer) that the olympus asset video system center had loose panel tabs. The intended procedure was a diagnostic electronic nasolaryngoscopy and was completed with the same device. There was no delay in the procedure. There were no reports of patient harm.